Event description:
It was reported that cartridge alarm 30 occurred during pump load process after customer removed used cartridge before device prompted, and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Technical support confirmed warranty status and shipping details and arranged replacement pump to be sent and faulty pump to be returned to tandem.